Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. During examination of the lead, it was noted that there was noise on the right ventricular (rv) lead. The physician performed isometric testing on the patient and ventricular lead noise was reproduced. Programming changes were made for the lead prior to scheduled lead revision. The physician capped and replaced the rv lead on (B)(6) 2021 as the patient was pacing dependent. The patient was in stable condition.